Event description:
It was reported that the implant body on tooth site #29 could not be removed from the fixture mount. The implant was removed and replaced with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) numbers: k011245, k002188. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4315. H10: narrative/data was updated. One (1) impl tapered sp 4.8mm 10m m octagon (spwb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Implant was received with mount attached. The coob was unconfirmed. Based on the evaluation, and functional testing device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number (2019100754). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019100754) for similar events and no other complaint was identified. Functional testing to recreate the reported event; verified the implant was removed from the mount with stock hand driver. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely cause determined from the investigation is due to excessive loading on abutment/implant assembly. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.